Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. The physician experienced resistance while advancing the pod coil through the mid-shaft of the microcatheter. Despite the resistance, the physician continued advancing the pod coil, which resulted in a kink and subsequent fracture of the pusher assembly. The pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed from the patient. The procedure was completed using a new pod coil and a new microcatheter (unknown). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.